Event description:
It was reported that the device deployed prematurely during removal from its packaging. A 14 x 90 x 75 cm venous wallstent? Stent self expanding was selected for use. During the preparation, the physician observed that the stent was not properly mounted on the shaft. The procedure was completed using an alternative method. There were no patient complications reported.